Manufacturer narrative:
Received one (1) used. List #a1141, 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock; lot #13993021. Customer provided two (2) photos of returned product. After review, no physical damage or other anomalies noted. Leak test was performed and a small leak was noted at back of press fit union of y clave, also tested other microclaves with no leaks. Confirmed reported complaint of "unable to get the blood port to clear when flushing the triset. They tried to flush from one of the other lumens and they did, saline squirted out of the blood port." Probable cause unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock where the customer reported that they were unable to get the blood port to clear when flushing the triset. The customer tried to flush from one of the other lumens and they did; saline squirted out of the blood port. The device was not reprocessed or reused. The customer stated that there was a delay in therapy due to tri sets needing changed out. There was patient involvement but harm was not reported as a consequence of this event.